Event description:
Event description guidant received information that this transvenous implantable lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noise, resulting in pacing inhibition and syncope. The patient is pacer dependent. All lead measurements are stable. The noise was reproducible with valsalva when programmed to nominal sensitivity.